Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's catheter became dislodged 3 years ago. No other information was provided with this report. The hcp of record indicated that the patient had not seen him for this issue. See also manufacturer's report #: 3007566237-2010-01731.